Manufacturer narrative:
This report is being filed on an international product, architect hbsab list 7c18 that has a similar product distributed in the us, ausab list number 1l82. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No patient sample was available for return, therefore clinical specificity testing of (B)(6) control replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Event description:
The customer observed falsely elevated (B)(6) results on the architect i2000sr analyzer. The following data was provided: (B)(6). The customers interpretation: less than 10 miu/ml (B)(6). There was no impact to patient management reported. Note: the patient has bilateral signs of paralysis of the legs, is being dialyzed and the plasma being regularly partially replaced by foreign plasma and albumin, which could be interfering.